Manufacturer narrative:
Reports are being submitted on the aers and scopes that were reprocessed. Please refer to the following reports: patient identifier of (B)(6) is related to model number: cf-h290i, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-4, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-h290, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: gif-q260, serial number: (B)(4). Patient identifier of (B)(6) is related to model number: oer-4, serial number: (B)(4). This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Event description:
The customer reported an e99 error message occurred on automatic endoscope reprocessor (aer) during maintenance on (B)(6) 2022 and the aceside concentration had not been checked previously. When troubleshooting with customer service a week later, the customer discovered the concentration of the aceside was not checked since the error had occurred. The aer had been used to reprocess the evis lucera elite gastrointestinal videoscope. The number of cases was unknown. The aceside concentration was then checked to confirm the concentration was effective. Cleaning and disinfection was then carried out. The customer was instructed to check the aceside concentration before cleaning and disinfection every time. The customer noted the usual method of operating aceside at the facility was to replace it when the number of days used after preparation exceeded the number of days used by the facility (about every 14 days of operation). The aceside had reached day 15 when it was used without checking the concentration. The cause of the why the concentration was not checked was unknown. There was no reported patient harm or impact due to this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined however, it is likely that the event occurred by the user management method mistake. According to the provided information the effective concentration of disinfectant solution check was not performed every procedure. The event was preventable by following steps in the oer-4 instruction manual that state: inspecting the disinfectant solution¿s concentration level "warning check the concentration of the disinfectant solution with the acecide checker each time an endoscope is disinfected. If this check is not performed, the disinfection process may be ineffective. Replace the disinfectant solution before the disinfecting effect is lost." Olympus will continue to monitor field performance for this device.